Manufacturer narrative:
Other relevant device(s) are: product ID enveor-n-us lot 0008719536 use by date 2019-07-18 UDI (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after deployment of this transcatheter bioprosthetic valve, the valve was pulled out of the annu lus by the delivery catheter system (dcs). The top cage of the valve was caught by the nose cone of the dcs, when attempting to remove the dcs. Subsequently, a second transcatheter bioprosthetic valve, was implanted. No adverse patient effects were reported.